Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during sedation of an endoscopic submucosal dissection, while using the electrosurgical knife, strong sparking occurred. It was suspected that there was an electric leakage. The procedure was prolonged by greater than 30 minutes and then completed using a backup device. There were no reports of further patient harm.

Manufacturer narrative:
Updated fields: b5, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the images that the customer provided, it is inferred that spark discharge occurred between the tissue and the electrode during output activation due to the following factors: due to the presence of foreign material on the electrode, the foreign material attached to the electrode was close to the target tissue. The output setting for activation was too high the electrosurgical unit was used in the coagulation mode. The output activation time was too long. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause linked to device but unable to trace more specifically. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.